Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that since starting on the pump, the customer has experienced elevated blood glucose (bg) levels, averaging 330 mg/dl. And up to over 600 mg/dl. Manual injections were used to address bg level. At the time of the call, bg level was 181 mg/dl. The contact stated that suspected cause of the elevated bg levels is due to pump settings needing adjustment and would contact the healthcare provider regarding pump settings.